Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of an unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for diabetes. The patient received insulin lispro (rdna origin) injections (humalog), from cartridge, via a reusable pen humapen luxura hd, at a changing unknown dose and frequency via an unknown route of administration to the treatment of diabetes, beginning on (B)(6) 2019. On (B)(6) 2019, while on insulin lispro therapy, he had increased blood glucose levels due to which he was admitted to the hospital. His blood glucose was 397 (unit and reference range not provided) and then insulin was applied and after two hours, his postprandial blood glucose was 361 (unit and reference range not provided). On the same day, in the evening, his father needed to inject 0.5u but the insulin was not coming from the needle tip. There was a problem with the pen. He attached a new cartridge, the liquid came from the needle tip after doing 5-6u for 8-10 times. The medicine sometimes could be released but sometimes it could not be released. Probably the liquid did not come in the evening and his blood glucose level increased again and his father did not know the results. Also, two drops was coming out from the tip of the needle but as of (B)(6) 2019, only one drop (batch number: 1508g05 and pc number: unknown). As of (B)(6) 2019, he was discharged from the hospital. Information regarding further hospitalization details, corrective treatment, and event outcome was not provided. Insulin lispro therapy was continued. The father of the patient was the operator of the humapen luxura hd and his training status was not provided. The humapen luxura hd model duration of use however it was started on (B)(6) 2019. The suspect humapen luxura hd duration was 14 days. The action taken with the humapen luxura hd and its return status were not provided. The reporting consumer did not provide the relatedness assessment between the events and insulin lispro and humapen luxura hd. Update 04-apr-2019: initial and follow up information received on (B)(6) 2019 and 03-apr-2019 respectively was processed together. Edit 16apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16may2019 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: the father of a male patient reported that the patient's humapen luxura hd device did not release medicine. After attaching a new cartridge, insulin was sometimes released but sometimes not released. The patient experienced increased blood glucose. Investigation of the returned device (batch 1508g05, manufactured august 2015) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 20-months-old male patient of an unknown ethnicity. Medical history was not provided. Concomitant medication included insulin glargine for diabetes. The patient received insulin lispro (rdna origin) injections (humalog), from cartridge, via a reusable pen humapen luxura hd, at a changing unknown dose and frequency via an unknown route of administration to the treatment of diabetes, beginning on (B)(6) 2019. On (B)(6) 2019, while on insulin lispro therapy, he had increased blood glucose levels due to which he was admitted to the hospital. His blood glucose was 397 (unit and reference range not provided) and then insulin was applied and after two hours, his postprandial blood glucose was 361 (unit and reference range not provided). On the same day, in the evening, his father needed to inject 0.5u but the insulin was not coming from the needle tip. There was a problem with the pen (product complaint: (B)(4)/batch number: 1508g05). Further described, he attached a new cartridge, the liquid came from the needle tip after doing 5-6u for 8-10 times. The medicine sometimes could be released but sometimes it could not be released. Probably the liquid did not come in the evening and his blood glucose level increased again and his father did not know the results. Also, two drops was coming out from the tip of the needle but as of (B)(6) 2019, only one drop. As of (B)(6) 2019, he was discharged from the hospital. Information regarding further hospitalization details, corrective treatment, and event outcome was not provided. Insulin lispro therapy was continued. The father of the patient was the operator of the humapen luxura hd and his training status was not provided. The humapen luxura hd model duration of use however it was started on (B)(6) 2019. The suspect humapen luxura hd duration was 14 days (conflicting information, noted 15 days). The suspect humapen luxura hd device associated with product complaint (B)(4) was returned to the manufacturer on 15apr2019. The reporting consumer did not provide the relatedness assessment between the events and insulin lispro and humapen luxura hd. Update 04-apr-2019: initial and follow up information received on 02-apr-2019 and 03-apr-2019 respectively was processed together. Edit 16apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 16may2019: additional information received on 15may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen luxura half-dose device associated with product complaint (B)(4) . Corresponding fields and narrative updated accordingly.